Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging her onetouch verio iq meter was continuing to prompt an apply sample message after the sample was applied. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2014 at 3pm the alleged issue first occurred. The patient reported using a combination of lantus and novolog to manage her diabetes. It is unclear if the patient made any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported 30 minutes after the issue occurred she became shaky and sweaty. The patient reported on (B)(6) 2014 she had something to eat or drink as treatment. At the time of troubleshooting the cca confirmed it was not the first time the test strips had been used. The patient was found to be using the incorrect test strips. Replacement products were sent to the patient. This complaint is being reported because due to the alleged issue the patient reported she developed symptoms suggestive of hypoglycemia.